Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced chipping of their front left tooth when they removed the aligner. At check in patient marked true to pain, discomfort, sensitivity, broken, loose, jaw discomfort and chipped.